Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant checkup, the right atrial lead had dislodged. The dislodgment was confirmed by chest x-ray and electrical anomaly was noted upon interrogation of the device. The lead was revised on (B)(6) 2019. The patient was stable.

Event description:
New information noted that the electrical anomaly was loss of capture.